Manufacturer narrative:
Physio-control further evaluated the downloaded electronic patient records and was unable to verify the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that following the delivery of one (1) shock to the patient, that their device was unable to obtain the patient¿s ECG waveform via therapy cable and defibrillation electrodes, or a 12-lead ECG cable. As a result, defibrillation (or the need for defibrillation) could have been delayed or prevented, if it had been necessary. The patient, a 49 year-old male, had been suffering from chest pain and vomiting. Medical personnel were initially able to obtain the patient¿s ECG waveform and monitor while transporting to the awaiting ambulance. While transporting the patient to the ambulance, he went into ventricular fibrillation (vf). Medical personnel then delivered one (1) successful shock to the patient. Following the successful shock delivery, medical personnel were unable to obtain the patient¿s ECG waveform via therapy cable and defibrillation electrodes, or the 12-lead ECG cable. Medical personnel began troubleshooting the reported issue, including disconnecting and reconnecting the cables, but this did not correct the issue. Then, without further intervention, the customer advised that the ECG waveform reappeared. The amount of time for the delay was not reported to physio-control. No further details about the patient or the event were provided. Physio-control contacted the customer in order to obtain additional information about the patient outcome; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that following the delivery of one (1) shock to the patient, that their device was unable to obtain the patient¿s ECG waveform via therapy cable and defibrillation electrodes, or a 12-lead ECG cable. As a result, defibrillation (or the need for defibrillation) could have been delayed or prevented, if it had been necessary. The patient, a (B)(6) year-old male, had been suffering from chest pain and vomiting. Medical personnel were initially able to obtain the patient¿s ECG waveform and monitor while transporting to the awaiting ambulance. While transporting the patient to the ambulance, he went into ventricular fibrillation (vf). Medical personnel then delivered one (1) successful shock to the patient. Following the successful shock delivery, medical personnel were unable to obtain the patient¿s ECG waveform via therapy cable and defibrillation electrodes, or the 12-lead ECG cable. Medical personnel began troubleshooting the reported issue, including disconnecting and reconnecting the cables, but this did not correct the issue. Then, without further intervention, the customer advised that the ECG waveform reappeared. The amount of time for the delay was not reported to physio-control. No further details about the patient or the event were provided. Physio-control contacted the customer in order to obtain additional information about the patient outcome; however, no response was received.